Event description:
It was reported that the programmer incurred an error while interrogating a device. The power was cycled and the error cleared and the programmer has been working "fine' since. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.